Event description:
It was reported that after a median laparotomy procedure, immediately after the operation was completed, a defect in the skin (burn) approximately the size of a palm was visible in the upper right back area of the patient. During the procedure, there were no error messages or abnormalities in connection with the hf generator. The duration of the operation in terms of pure incision and suture time was 5 hours and 29 minutes. In total, the patient was on the operating table from 7 a.m. To 3:45 p.m., i.e. 8 hours and 45 minutes. The absorbent non-(B)(6) pad was slightly moistened at the contact surface with the wound, the non-(B)(6) neutral electrode for drainage was positioned on the left thigh, a non-(B)(6) monopolar handpiece was used, the only bipolar device used was a ligasure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).